Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, tissue tract bleeding occurred up to four days after the procedure with six patients. The bleeding occurred before and after the patients were discharged. Bleeding was stopped with a syvek topical pad and manual compression. There was no reported adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Twenty three unused rep samples with the same part number as the complaint device and three separate lot numbers (73043-6h, 73007-6h, 73053-6h) were returned for eval. Functional testing was performed on all of the returned devices and the devices passed functional testing within product specs. No mfg or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.